Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's parent stated the patient was nauseated and confused; however, the cgm displayed 84 mg/dl. The parent administered a glucose injection, provided the patient peanut butter but the patient¿s symptoms were not improving. The patient was taken to the emergency department (ed), a bg was performed and was 569 mg/dl. At the time of the report, the patient was being evaluated in the ed and no further treatment information was available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.